Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that microcatheter was fractured. The target lesion was located in the liver. The blood vessels of the anatomical structure have more small curves, and the blood vessels of the abdominal trunk and common hepatic artery are "u" shape. A 135/10 renegade hi flo kit was selected for use. During the procedure, it was found that the tip got fractured at the proximal end, the connection between the hub and the microcatheter and could not be used any longer. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that microcatheter was fractured. The target lesion was located in the liver. The blood vessels of the anatomical structure have more small curves, and the blood vessels of the abdominal trunk and common hepatic artery are "u" shape. A 135/10 renegade hi flo kit was selected for use. During the procedure, it was found that the tip got fractured at the proximal end, the connection between the hub and the microcatheter and could not be used any longer. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hf micro-catheter. The device was visually and microscopically inspected for damage. The renegade device showed stretching located 1cm from the hub. Multiple bends and kinks were also confirmed located 114.5cm to the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.